Manufacturer narrative:
The device has been received by the manufacturer; however, the investigation has not yet been performed. Upon completion of the failure analysis, if there is any further relevant info, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a sensation jumbo oval snare was used during a colonoscopy procedure on (B)(6) 2009 (pt over 18 years of age). According to the complainant, during the procedure, the wire of the snare loop broke when the complainant tried to apply cautery. No portion of the snare loop detached and fell inside the pt; there was no other damage noted. The procedure was completed with another sensation jumbo oval snare. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Follow-up with the complainant confirmed that the pt's age and sex is not available.